Event description:
The pt was revised because of pain with instability. The patella and femoral components were found loose and the patella and insert were worn.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported pain and instability based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be rec'd, the investigation can be re-opened.